Event description:
This is a spontaneous report by a nurse from the USA of "feeling bad" and bacterial peritonitis with culture positive for klebsiella pneumoniae in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient was "feeling bad." On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized. The cause of the peritonitis was unknown because the patient was out of town. The reporter was not notified of the events until the patient was "feeling bad" and after the patient was admitted to the hospital. Treatment information was not provided. Pd therapy was ongoing at the time of the events. In (B)(6) 2010, the patient had recovered from the peritonitis. It was not reported whether the event of "feeling bad" resolved. On (B)(6) 2010, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was performed for potentially associated lots (h10i04019) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.